Event description:
It was reported that the charging pad¿s micro-usb port had a bent metal connector, resulting in inconsistent charging of the device; the user stated the pad remained stationary on a counter and provided photos. Symptoms included no device alarms. Outcomes included a replacement charging pad shipped after troubleshooting and education were completed. Investigation included review of user-reported images and operational checks based on standard complaint handling. Investigation of this case revealed physical damage to the charging interface consistent with a deformed connector, leading to intermittent power delivery. It was concluded, based on previously established findings for similar reports, that the cause was device component damage due to mechanical deformation of the charge port.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.